Event description:
Customer reported that a patient who was very agitated was restrained with the limb restraint and was able to release him self and self-extubated. The strap gave as the quick release buckle was attached to the bed frame. Customer reported the issue occurred in (B)(6) 2014 (specific day unknown). No patient injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation; however, product was discarded by the user facility. Note: this report is submitted based on the customers initial reported issue. Posey dsm performed an in-service for the customer to address proper usage and product for these types of patients. (B)(4).